Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient notified a healthcare professional (hcp) about the trial lead moving on the date of the removal. Their trial started on (B)(6) 2017 and was removed on (B)(6) 2017. The moving lead was noticed 20 hours after it was installed and nothing was done to resolve it as there were no tests available to tell how far the leads had moved. They were implanted on (B)(6) 2017 and it worked great.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer regarding a patient who had been implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had had the device implanted in the past, and was going to ¿do the miracle surgery again.¿ they mentioned that the trial went well for one day and a lead moved. There were no patient complications reported as a result of this event.